Manufacturer narrative:
(B)(4). Two used samples were submitted for evaluation. One of the samples was contaminated with blood; therefore, it was not inspected since according to plant procedure it cannot be cleaned locally. A visual examination of the second sample was performed and the results were satisfactory; all components were present, in the right position and complete. The sample was also submitted for a slit visualization test, fluid path occlusion test, referee test, functional test, and an underwater leak test with all satisfactory results. A batch review could not be performed as the lot number was not provided by the customer. The reported condition was not confirmed; therefore, the root cause of this condition was not identified.

Event description:
The customer reported to baxter a continu-flo solution set in which a no flow occurred at the most distal port. This no flow report has been an on-going issue at this facility. The facility uses the sigma 8000 pump in addition to baxter tubing. The facility is also using phaseal connectors. This incident occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available.